Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, after receiving the sensor error, the patient did not check his blood glucose (bg) since he does not have the manual glucometer with him. In addition, he did not check his cgm readings either before leaving work. On the drive home, the patient started feeling disoriented and didn¿t know what he was doing. He was driving in circles and no longer recognized the road. The patient stopped at a nearby parking lot and ate some bread. No cgm value can be provided, the patient did not check his cgm. When the patient started feeling a little bit better, he started on his way again. Later, the patient began to feel strange again. The patient is not sure if someone gave him soda or if that¿s part of a confused memory. The patient recalled driving in circles until he recognized a road sign near his house. After that, he lost track of how he made it home. The patient recalled going upstairs and removing his pump. He also recalls eating pancakes and syrup to raise his sugar before sleeping. At about 3:00 am on (B)(6) 2025, a fingerstick test showed 175 mg/dl, and his cgm still had no reading. At the time of the report, the patient was feeling better and did not have full recollection of the event. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.